Event description:
The customer returned the device stating, ¿the lock mechanism fails to engage and rotates freely without the usual locking ¿click¿ during preventive maintenance inspection¿; during device evaluation it was found the air detector wires were broken and the downstream occlusion sensor was non-functional.

Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the lock mechanism fails to engage and rotates freely without the usual locking ¿click¿ during preventive maintenance inspection" was confirmed. The probable cause was the latch/lock mechanism was defective. Further investigation found the air detector wires were broken and the downstream occlusion (dso) sensor was non-functional. The latch/lock, dso sensor and air detector were replaced. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.